Event description:
Related manufacturer reference number: 2017865-2022-47956; related manufacturer reference number: 2017865-2022-47957; related manufacturer reference number: 2017865-2022-47958. It was reported that a patient presented for a lead revision due to a right ventricular lead exhibiting failure to capture. During the procedure, it was discovered that the patient had an infection at the implanted device pocket site and was experiencing discharge. The pacemaker, right ventricular lead, right atrial lead and left ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.